Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered pacing during pre-discharge check. Further review showed that right ventricular sense (rvs) was very tight. The x-ray revealed that the lead was pulled back near the valve. The lead was repositioned. No additional adverse patient effects were reported.